Event description:
Caller reported that control-iq system suspended basal insulin delivery due to inaccurate continuous glucose monitor (cgm) values, with a cgm reading of low and an actual blood glucose (bg) value of 375 mg/dl. There was no adverse impact to the customer's blood glucose level. Caller took no additional actions involving medications affecting cgm values and was educated on how the biq/ciq technology relies on cgm data to predict glucose values and adjust insulin delivery. The caller understood and acknowledged that the pump was functioning as intended based on the data provided by the cgm.